Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during fill tubing. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get insulin to exit until she changed the reservoir. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.